Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that at 11:30 a.m., during a hysterectomy, the laparoscopic video froze on both screens. They couldn¿t get the image back, even though they had just cut a major blood vessel in the uterus. With telephone assistance from the biomedical technician, they restored the image by restarting the console. This involved a long delay and a loss of visual feedback; since they didn¿t know if the patient was stable during our loss of laparoscopic view, the anesthesiologist kept us informed of the patient¿s stability. The patient is doing well.